Event description:
Eri alert was confirmed via home monitoring. No anomalies were observed in the last follow up on (B)(6) 2024. In the home monitoring data, battery remained 51 percent on the previous day.